Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found foreign debris inside of the sterile packaging. During evaluation, it was found that the outer sterile blister exhibits a stress mark. Sterility has not been breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event (damaged sterile packaging) can be attributed to transit damage. The root cause of the reported event (foreign debris) can be attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a team member found debris in the sterile package of the device upon inspection. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.